Manufacturer narrative:
Date rec¿d by MFR : 04mar2019. The customer confirmed the reported blower temperature issue and appeared to attribute the issue to a dirty/clogged inlet filter. The customer reported the unit was placed back into service and has not had any further issues. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported error codes 1122 and 1002 (blower temperature high). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.